Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced an alert 38 indicating a motor stall, consistent with consecutive stalled motor behavior during insulin delivery, which cleared after a device restart; a subsequent dry run exceeded 120 units without issue, and replacement of all infusion supplies restored normal insulin delivery. Symptoms included no reported change in blood glucose. Outcomes included no clinical impact and no need for medical intervention. Investigation included user troubleshooting guided by customer support, a successful dry run, and a full supply change. Investigation of this case revealed normal device function post-restart and post¿supply change, suggesting transient occlusion or mechanical resistance related to disposable components rather than a persistent device hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable factors associated with infusion set or cartridge setup and not a device defect.